Manufacturer narrative:
Date of report: 10jun2019. Date rec'd by MFR: 27may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse attempted to calibrate the touchscreen; however, this did not resolve the issue. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 10aug2019. The touchscreen assembly was returned to the manufacturer for failure analysis. A visual inspection revealed no signs of damage or contamination. Further testing of the touchscreen determined that the resistance (ul_lr and ur_ll) and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Phone not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the touchscreen is often unresponsive and difficult to operate. The device was in use at the time of the event. There was no patient harm.